Manufacturer narrative:
Additional information: d4, d5, e1, h6 (investigation conclusion), h11. Correction: g2, h6 (component code). Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. Lot: 395411 and product code tvtexaunk are invalid, therefore no DHR review can be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Manufacturer narrative:
An analysis of the product could not be conducted because a physical sample was not received for evaluation. Additionally, the evaluation of the manufacturing documentation was incomplete as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed in accordance with approved specifications. Monitoring of additional complaint information for potential safety signals will be carried out through complaint trending as part of post-market surveillance. If the product or further information is received later, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
It was reported in clinical trial patient (B)(6) experienced urinary stress incontinence. Relationship to study device: not related.